Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error three times; once a day prior to the phone call, and twice the day of the phone call. The customer's blood glucose was 93 mg/dl. The customer does use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the device was advised. The called was advised that the insulin pump would be replaced. Nothing further was reported.